Manufacturer narrative:
Customer reported the insert for the bowel grasper broke inside the patient. Unknown if case was delayed. The broken piece was removed from the patient. Instrument received, on 3/30/2018, and was given to ims for evaluation. Evaluation results conclusion: broken storz clickline jaw insert, one side completely missing. Clean break - almost that missing half was one intact piece and not shattered upon failure based on failure location. Significant amount of force and/or microscopic crack caused breakage. Impossible to pinpoint when/where failure occurred unless something unusual was witnessed during processing/use with this particular instrument. Ims has a repair/inspection schedule for all non-rex trays. Cmc has been main focus for months and continually cycle. They inspect for everything to ensure functionality and safety. It will be pulled from service if it fails to meet specs. Requested additional information from hospital on status of patient and if a delay occurred, no response received. The tray was traced back to the employee who assembled it and training and in-process inspection was completed, with no issues.

Event description:
Customer reported a bowel grasper tip insert broke inside the patient. The patient was in the room and under anesthesia. Unknown if case was delayed. The broken piece was removed from the patient.